Manufacturer narrative:
7/2/97-supplemental report #1 submitted to FDA.

Event description:
During an unspecified procedure, the clips dropped from the jaws. The surgeon applied another device without patient injury.